Event description:
Pt rec'd a box of test strips from our pharmacy - accu-chek comfort curve. The pt took the strips home and opened the box to find the exp date on the box did not match the exp date on the bottle of strips. The lot #548240 with exp of 5/31/06 was on the outside of the box and lot #548240 with exp of 5/31/01 was on the bottle inside.